Event description:
It was reported that following implant of the lead, the lead was malfunctioning. The lead was removed and replaced. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).